Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting and lens opacity (anterior subcapsular).

Manufacturer narrative:
Lens repositioning was performed. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic bent and fibers on lens surface. Dimension of inspection found lens was within specification. (B)(4). Claim #(B)(4).